Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: lot# 0309739 DHR was reviewed and no qn found. Manufacture records were reviewed. No abnormality was found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the bd 32ga pen needle experienced leakage. The following information was provided by the initial reporter: the patient came to hospital to buy insulin needles, and the needle leakage occurred after use at home.